Manufacturer narrative:
Manufacturer¿s investigation conclusion: system controller (serial # (B)(6) was returned for an evaluation regarding a patient who passed away. No functional issue was reported with the returned device. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Data on the reported event date of 01aug2024 was reviewed. The controller event log file captured intermittent low flow alarm event on 01aug2024 between 18:29:46 and 19:02:33. The alarm became active as the flow estimation value was captured below the limit threshold (2.5 lpm). Beginning at 19:33:56, the flow estimation values sustained below the limit threshold. The pump operated within the patient speed limit (5,100 rpm) and low speed limit (4,900 rpm) during the low flow alarm events. At 19:44:28, both power cables were disconnected from the 14v batteries/clips and activated a no external power alarm. The system reverted to the internal 11v backup battery for power and was unaffected by the loss of power to both power cables. At 19:44:51, the driveline was physically disconnected, and the device was put into sleep mode shortly after. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6)2024. Log files were sent for review and the event log captured on 01aug2024, multiple low flow events. The calculated flow appeared to have fluctuated below the alarm threshold on 2.5 liters per minute (lpm) during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) is dynamic and elevated. On 01aug2024, low flow events started at 18:27:56, and the flow recovered above 2.5 lpm throughout the log file. At 19:33:47, the flow continued to drop until 19:44:31, and then it was 0.9 lpm. At 19:44:51 the driveline was disconnected.

Event description:
An autopsy was not performed, and the pump will not be returning. The site requested an analysis letter for the returned system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.